Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).

Event description:
It was reported via patient advocate that an ischemic stroke occurred. Procedure summary: a pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. Event summary: two (2) days post index procedure the patient experienced an ischemic stroke with related permanent aphasia. Patient status: no further information on the status of the patient was provided. It was further reported intracardiac echocardiography identified no thrombogenic formation during the procedure. Fifty six (56) applications of ablation were completed with successful isolation of the pulmonary veins and posterior wall of the left atrium. The patient woke from anesthesia with no sign of stroke or other complications and discharged.

Event description:
It was reported via patient advocate that an ischemic stroke occurred. Procedure summary: a pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. Event summary: two (2) days post index procedure the patient experienced an ischemic stroke with related permanent aphasia. Patient status: no further information on the status of the patient was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6).